Event description:
The customer-reported event involved a 7" smallbore pressure infusion (400psig) bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. The IV locks were cracked vertically in three places of the device. A crack was identified horizontally across the base while attaching to patient, leading to blood leakage. The device was cleaned, and then they noticed the cracks in the saline lock and the blood leakage continued. The intravenous (IV) lock was replaced immediately for the patient. There was no reported human harm.

Manufacturer narrative:
Received a series of photos from the customer showing the affected sample. The sample was observed to have a crack on the line near the male slip luer. The reported complaint of a crack could be confirmed from the photos received. However, without the return of the sample a comprehensive review cannot be performed and the probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional reporter: (B)(6). Additional contact: (B)(6).